Event description:
On 2/28/95 an aus device was implanted . On 7/6/95 the cuff was revised. On 1/23/97 the balloon was revised. On 1/31/97 the balloon and pump were removed from the pt and replaced due to fluid loss-balloon.